Manufacturer narrative:
According to the facility on (B)(6)2024, "he was separating the skin from the tissue and the tip broke off in the patient's wrist. It was retrieved". The facility stated this was for the beginning of a left carpal tunnel procedure. The facility confirmed the item was removed from inside the patient by pulling it out with a needle holder. The staff replaced the device with a different tenotomy scissor. The customer stated there was no serious injury or impact to the procedure and that the procedure was completed. The device is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6)2024, "he was separating the skin from the tissue and the tip broke off in the patient's wrist."